Event description:
Caller stated that her pad and cover is turning black and smells smoke when she uses it.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.